Event description:
It was reported that the patient presented for a follow up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing that cause noise reversion and inappropriate high ventricular rate episode. Programming changes were made and patient will continue to be monitored. The patient was stable throughout.